Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received five appropriate treatments during vt and two inappropriate treatments in response to oversensing of low amplitude cardiac signal. At 08:10:03, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 110 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was sinus rhythm at 90 bpm with pvcs and low amplitude cardiac signal on the fb channel. At 08:10:35, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 110 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs and low amplitude cardiac signal on the fb channel transitioning to vt at 100 bpm. At 08:20:16, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 100 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was nsvt. At 08:21:10, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 100 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was nsvt. At 08:22:01, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 100 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was nsvt. At 09:37:04, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 70 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was an idioventricular rhythm from 30-10 bpm with unconducted p waves. At 09:40:37, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 70 bpm with low amplitude cardiac signal on the fb channel degrading to asystole with unconducted p waves. The patient's post-shock rhythm was an idioventricular rhythm from 30-10 bpm with unconducted p waves, motion artifact and electrode lead falloff. At 09:49:40, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 130 bpm with CPR/electrode lead fall off. The patient's post-shock rhythm was unknown due to be obscured by CPR/electrode lead fall off. The patient was in vt for approximately 5 seconds before receiving the defibrillation. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. From 09:49:40 to 10:14:57, patient's rhythm was vt at 130 bpm with CPR/electrode lead fall off. Heartrate below the threshold for treatment and heartrate not in detection sequence long enough prevented the lifevest from treating the patient. At 10:14:57, the device was shutdown.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received five appropriate treatments during vt and two inappropriate treatments in response to oversensing of low amplitude cardiac signal. At 08:10:03, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 110 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was sinus rhythm at 90 bpm with pvcs and low amplitude cardiac signal on the fb channel. At 08:10:35, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 110 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs and low amplitude cardiac signal on the fb channel transitioning to vt at 100 bpm. At 08:20:16, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 100 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was nsvt. At 08:21:10, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 100 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was nsvt. At 08:22:01, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 100 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was nsvt. At 09:37:04, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 70 bpm with low amplitude cardiac signal on the fb channel. The patient's post-shock rhythm was an idioventricular rhythm from 30-10 bpm with unconducted p waves. At 09:40:37, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 70 bpm with low amplitude cardiac signal on the fb channel degrading to asystole with unconducted p waves. The patient's post-shock rhythm was an idioventricular rhythm from 30-10 bpm with unconducted p waves, motion artifact and electrode lead falloff. At 09:49:40, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vt at 130 bpm with CPR/electrode lead fall off. The patient's post-shock rhythm was unknown due to be obscured by CPR/electrode lead fall off. The patient was in vt for approximately 5 seconds before receiving the defibrillation. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. From 09:49:40 to 10:14:57, patient's rhythm was vt at 130 bpm with CPR/electrode lead fall off. Heartrate below the threshold for treatment and heartrate not in detection sequence long enough prevented the lifevest from treating the patient. At 10:14:57, the device was shutdown.